Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "fluid surrounding the implant", "bia-alcl diagnosis", and recalled implant.

Event description:
Patient representative reported left side the "patient claims to have been diagnosed with bia-alcl and claims that after initial consultation with experts she is 100 percent disabled". Patient representative further reported "breast swelled and was itchy". Patient rep. Further reported patient "experienced terrible guilt feelings that in her attempt to avoid getting breast cancer because on her genetic status", "suffered unbearable chest and back pain, was unable to raise her arms, and was unable to perform her daily functions", "has become a nervous wreck, she has been experiencing difficulty sleeping, anxiety attacks with crying spells", and "every ache, odd feeling, itch, or rash, brings her running in a state of uncontrolled anxiety". The events of "disabled", "unable to raise her arms, and was unable to perform her daily functions", and "difficulty sleeping" are not device related. Patient underwent an ultrasound which observed fluid surrounding the implant with no solid or cystic masses. Then patient underwent a "fna" drainage and a sample was sent to cytology. The cytology report stated "atypical lymphoid population highly suspicious of a breast implant associated, anaplastic large cell lymphoma" and "these cells were found to be cd30 positive, with no cd20 positive or cd3 positive cells. No b cells were seen (cd20 (-)).". The histopathological marker alk- has not been confirmed. Treatment included "resection of an enlarged left lymph node". The device has been explanted without replacement.